Event description:
During opening of the medpor outer package, the or nurse saw something in the inner package which looked like a hair. They didn't open the inner package.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The complained device was returned and therefore, the event could be confirmed. This event can be classified as manufacturing related. The device is manufactured by stryker orthobiologics and relevant people were contact to address the event. No further inspections (functional, dimensional) were performed, because the event is package related. Non conformance (nc) # (B)(4) was initiated to prevent reoccurrence. The actions of the non-conformance are ongoing.

Event description:
During opening of the medpor outer package, the o.r. Nurse saw something in the inner package which looked like a hair. They didn't open the inner package.